Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported. Pt felt stimulation down her feet as opposed to having coverage for her back and knee. This event occurred after jumping off a diving board. Additionally, a shocking or jolting sensation which occurred a few times a day was reported. Pt may be reprogrammed and x-rays taken. Add'l info was been requested, but was not available as of the date of this report.